Manufacturer narrative:
(B)(4). G2: foreign - event occurred in turkey. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after a surgery ceramic liner was broken inside of the patient. Another ceramic liner was implanted. No delay. No harm to operator or patient. Due diligence is in process and no further information on the reported event has been provided.